Event description:
Trifusion catheter placed on (B)(6) 2013. Catheter functioning normally, until (B)(6) 2013 when the one of the clamps (the red one) broke. The catheter was expected for a neostar on (B)(6) 2013.